Event description:
A physician reported a strong opaque bubble layer occurred, incision was incomplete and a manual incision was made with a hockey stick knife on the incomplete incised part in unknown eye of a patient, during lasik procedure.

Manufacturer narrative:
Device evaluated by MFR: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A complaint was found and reviewed as part of this investigation, but was later determined, to be irrelevant to this investigation. There was no system nonconformity which, may have contributed to the reported event can be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).